Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested. A questionnaire was received. There are 2 medical device reports associated with this event. This report is for the right eye. (B)(4).

Event description:
An ophthalmologist reported that following bilateral intraocular lens (iol) implant procedures, the patient developed bilateral capsular phimosis. An anterior capsule yag was performed, but did not help the symptoms. Her vision in this eye is 20/20 and refracts to -0.25 sph, but the lens was noted to be slightly decentered temporally. Additional information was received indicating the iol was repositioned and the prognosis is good. There are 2 medical device reports for this event. This report is for the right eye.